Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h4, h6.

Event description:
Healthcare professional additionally reported right side ¿deflation" and ¿accident¿. The event of deflation has been determined to be not device related. This record is no longer reportable to the FDA and will be un-reported. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for the right side. Device remains implanted.